Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no physical damage was observed. Ccu passed functional testing including capturing pics from all video outputs. Ccu passed 24 hour burn-in inside of test tower with no overheating. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
Surgeon reported the camera head was getting very hot during a procedure that he had to use a swab to handle it. Initially, the camera head was service exchanged but it now appears that the ccu could be at fault as the problem has persisted despite the camera head being changed. No injuries were reported as a result.